Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled pulse generator check. Upon interrogation of the device, it was found that the atrial lead and right ventricular lead exhibited high capture threshold and abnormal sensing behavior. An x-ray was performed and found the leads to be dislodged. It was noted that the dislodgement was caused by twiddler's syndrome. On (B)(6) 2019, both leads were successfully explanted and replaced. The patient condition was stable during and post procedure. Related manufacturer reference number: 2017865-2019-11811.